Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had damage. The customer¿s blood glucose level was unknown. Customer stated that the pump screen was not readable on one side was purple and it doesn't light up. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to perform displacement test or verify back light anomaly due to cracked and bleeding lcd glass.